Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During a spine case, the surgeon couldn't locate the surgical pattie. Laid another pattie in the field to show what they were looking for on x-ray image. That pattie didn't appear on the x-ray either. Re-evaluated the surgical site and were unable to locate the sponge. No reported patient harm or delay in surgery.